Event description:
The lay user patient called lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately high. The patient reported that he had been obtaining results of "100mg/dl" consistently for one week. Due to what appeared to be a normal blood glucose level, he stopped taking his metformin medication. Three to four days later, he developed symptoms of feeling dizzy, nauseated, and bad headaches, all the while obtaining results of "100mg/dl". During the time of concern, his physician contacted him and advised him that his lab results showed "really high" blood glucose levels. He was advised to make an appointment as soon as possible. The patient could not recall the lab result. During the appointment, a result of 158mg/dl was obtained on the physician's meter, while his meter read "100mg/dl". He was administered an unknown treatment at the physician's office. The physician advised him to contact lfs immediately to obtain a replacement device. His medicaiton regimen was increased from one table in the morning to two tablets daily, morning and evening. The customer care advocate (cca) confirmed that the test strips were within expiration date, stored properly and not opened longer thatn the discard date. The patient confirmed that there had been no trauma to the meter. The calibration code and unit of measurementwere set correctly. The patient was using the correct technique for applying blood to the test strip and cleaning the puncture area. The cca walked the patient through a control solution test. The patient reported that the cca advised that the control solution test result was "not good" and to discontinue using the product. The meter, test strips, and control solution were replaced. This complaint is being reported due ot the following conclusion: due to the repeated "100mg/dl" readings, the patient stated he stopped taking his medicaiton, he developed symptoms of hyperglycemia, was advised that this his lab result was "really high" and received treatment for a blood glucose result of 158mg/dl at his physician's office.